Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection observed no damages or workmanship defects. During functional testing, the sample was within specification for pull testing. However, the sample was returned as decontaminated but failed the test; results are not within specification. Based on the analysis conducted with the sample received, the failure could not be reproduced. A possible root cause for the reported issue could be caused by incorrect application of solvent - tubing not fully dipped into solvent pot. No actions were taken. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Manufacturer narrative:
Corrected data: event date was updated.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history review. Three samples were received for evaluation. A representative sample was determined in base of the severity failure mode indicated in procedure; the quantity determined to evaluate is 20 pieces. The sample calculated was visually inspected under normal conditions of illumination according to procedure and no damages nor other workmanship defects were detected. During functional testing, the number of samples calculated were set for pull test using a chatillon. The two decontaminated samples failed the test; and one of the unused samples were under the required specification. The results are not within specification. Based on the analysis conducted with the samples received the failure mode was confirmed. Root cause was found to be due to the weak bond between the tube and check valve. The occurrence for this failure condition could be caused by incorrect application of solvent; tubing not fully dipped into solvent pot. All mitigations were verified, and it was confirmed that all has been executed accordantly, therefore no corrective actions could be implemented. This failure condition will continue to be monitored for threshold or escalation.

Event description:
Information was received indicating that during use, a smiths medical cadd administration set leaked. No patient consequences were reported. No adverse effects were reported.